Event description:
Patient undergoing CT guided liver biopsy with bard coaxial needle 19g. A single aspirate was performed with 20g needle successfully and without incident. Further attempts at placing additional needles were unsuccessful as if lumen was bent or collapsed. The physician tried to remove the 19g needle which broke in the middle. The lumen was partially collapsed. Portion of the needle remained in the liver and the outer portion was just outside the costocartilage. A portion of the remaining piece was surgically removed.